Manufacturer narrative:
The customer reported four different lot numbers 21081984, 21112421, 22104138, 22094074.

Event description:
On 25-march-2024, nurse assist received a medwatch report from the FDA via e-mail. Description of email: reporter calling, stating she received a "deep" serratia bacterial infection of her heartmate 3 lvad (left ventricular assist device) driveline after using recalled saline. Reporter states on approximately (B)(6) 2023, she initially noticed her skin was turning red around her driveline. Reporter states that around this same time, she received a letter notification that the "nurse assist" saline supplied to her was under recall. Reporter states she stopped using this saline and was provided a different product, however the redness around her driveline site persisted, eventually turning "bright, tomato red" which resulted in an emergency room visit on (B)(6) 2024. Reporter states she was hospitalized for a serratia bacterial infection, and had to undergo a "seven-hour surgery" to remove infected tissue from around her lvad driveline, and the infection extended deep into her body. Reporter states she was discharged from the hospital on (B)(6) 2024, and is currently prescribed antibiotics. Reporter states she wants to report about her problems so that others may possibly avoid the troubles she has experienced due to use of this recalled saline product. On 26-march-2024, nurse assist reached out to customer via phone call and email. Description of email: email contained images of multiple saline products including bottles and syringes. Nurse assist products pictured included part number 6240( lots 21081984 & 21112421) and part number 1020 (lots 22104138 & 22094074).